Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition with some scratches on screen. The review of event history log could not be downloaded. Functional testing included use testing. The pump was powered on and it immediately alarmed error code ec 1660. Ec 1660 which is an issue with processor on the circuit board. The customer's reported problem 'ec 1660' was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to the pump's circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump gave error code 'ec 1660'. No adverse effects were reported.